Event description:
It was reported that sometime post a port placement in the left subclavian vein, the catheter of port was allegedly kinked leading to the catheter not being able to be flushed. It was further reported that the device allegedly had suction issue. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport and a catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Kinks were not noted throughout the catheter segments. The port body and the catheter segments were patent to both infusion and aspiration without issue. Therefore, the investigation is confirmed for the reported catheter kink issue. However, the investigation is inconclusive for the reported suction and flush issue as there were no difficulty in flushing and suction issue was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the left subclavian vein, the catheter of power port was allegedly kinked. It was further reported that the device allegedly had suction issue. Reportedly, device was removed. The procedure was completed using another device. There was no reported patient injury.